Manufacturer narrative:
Clarification of event was provided by the agent who took the call.

Event description:
It was reported that this patient experienced pain in the chest on atrial pacing. Technical services (ts) analyzed device data and found that the right atrial (ra) lead showed out of range pacing impedance measurements greater than 3000 ohms, no intrinsic signal detection along with intermittent loss of capture. Lead impairment was suspected. Ts recommended lead replacement after reprogramming to turn off ra lead pacing. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this patient experienced pain in the chest on atrial pacing. Technical services (ts) analyzed device data and found that the right atrial (ra) lead showed out of range pacing impedance measurements greater than 3000 ohms, no signal detection, and no valid threshold. Lead impairment was suspected. Ts recommended lead replacement after reprogramming to turn off ra lead pacing. No adverse patient effects were reported. Currently, this lead remains in service.

Manufacturer narrative:
Clarification of event was provided by the agent who took the call.

Event description:
It was reported that this patient experienced pain in the chest on atrial pacing. Technical services (ts) analyzed device data and found that the right atrial (ra) lead showed out of range pacing impedance measurements greater than 3000 ohms, no intrinsic signal detection along with intermittent loss of capture. Lead impairment was suspected. Ts recommended lead replacement after reprogramming to turn off ra lead pacing. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this ra lead exhibited noise. It was noted that a phlebography will be performed to gauge venous access for this patient and then the physician will evaluate options concerning possible replacement. Subsequently, this system was reprogrammed for ventricular monitoring and pacing only. No adverse patient effects were reported. Currently, this lead remains in service.